Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a temporary loss of connectivity between the dexcom g7 and the ilet, with the dexcom display showing three lines and pairing failing until the ilet was restarted, after which connection was restored and glucose control was not affected. Symptoms included no reported clinical effects and no hypoglycemia or hyperglycemia. Outcomes included no medical intervention, no hospitalization, and no impact on activities of daily living. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the device functioned as designed after a power cycle and that the event was consistent with transient connectivity disruption without sensor data loss. It was concluded that the event was non-serious and resolved with standard troubleshooting, with no device malfunction confirmed.